Event description:
The patient reported that they did not feel well after their pump was implanted. The patient stated that their ptm programmer ¿was working and it was giving her medicine, but it had not been giving her the medicine; that they programmed it wrong; that the ptm was not putting out the medicine because they programmed it wrong¿. The patient stated they went back and they programmed it right. The patient stated that they were doing pretty good, and they were going in every week. The medication used within the system was morphine. The patient later reported that, following the pump implant procedure, the patient was in agony. They thought maybe they hit a nerve with the implant procedure. They noted their healthcare provider had ¿a couple problems finding the right medication to work.¿ the patient was titrated off of their medication, and they had a return of pain. They stated they were in so much pain. The patient stated that the pump did help for a while and ¿it was like she had her life back.¿ they thought their healthcare provider was putting 10% morphine in, but instead they titrated her off of it, and they deactivated the patient¿s ptm programmer. The patient was taking oral medications. The patient stated that the pump ¿had not been working for almost three months.¿ an MRI was performed to assess the integrity of the pump therapy and for troubleshooting. The patient noted that their pump was flipped over and they manually manipulated it back. They further confirmed the pump had slipped out of the pouch that it was in, and the pump had flipped over. The pump had not been explanted, and the medicine was taken out of it.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012: product type catheter; product ID 8835, serial# (B)(4): product type programmer; patient product ID 8840, serial# unknown: product type programmer. (B)(4).